Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drops were not observed exiting the infusion set tubing. A cartridge and infusion set change were performed and drops were observed exiting the tubing slower than expected. The customer's blood glucose (bg) level was over 600mg/dl and manual injections were administered to address the bg level. During a follow up, it was reported that the contact performed a test bolus while the customer was disconnected from the pump and an occlusion alarm was received. A system check was performed and the occlusion was found to be within the cartridge; air bubbles were observed in the infusion set tubing. The contact stated they would perform the cartridge change on their own and resume insulin deliveries. The contact stated that the customer's bg level during the occlusion alarm was 426mg/dl and a manual injection was administered to address the bg level.